Manufacturer narrative:
Additional manufacturer narrative: root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2022, a male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that post-aquablation procedure the patient was taken back from the post anesthesia care unit (pacu) to the operating room due to severe abdominal distention. Open laparoscopy was performed to remove 2 liters of fluid from the intraperitoneal cavity as a result of a bladder perforation. The patient was intubated and unable to be extubated due to comorbidities concerns and was admitted to the intensive care unit (ICU). On (B)(6) 2022, after a discussion with the treating surgeon about the aquablation procedure and takeback surgery and a review of the treatment log files images, the surgeon confirmed that the bladder perforation was not caused by the aquablation procedure. The bladder perforation was on an anterior portion of the bladder, which is not touched by the device, but it is known to be a weak spot in the bladder. The patient had a trabeculated bladder that was already not in optimal condition, which may have weakened at some point during the procedure or post-operation with continuous bladder irrigation. The surgeon stated that the patient woke up with severe bucking and bearing down in the pacu and when taken back to the or, the open laparoscopy revealed the anterior bladder perforation in the same area that the tip of the stiff hematuria catheter was placed in. It was the surgeon's opinion that the combination of the weakened bladder with the bucking/bearing down which may have caused the catheter tip to perforate the bladder. On the evening of (B)(6) 2022, the treating physician reported that the patient was extubated and was doing well physically and mentally. No malfunction of the aquabeam robotic system was reported during this event. Per the manufacturer's instructions for use, bladder perforation is a perioperative risk of the aquablation procedure.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system was not returned for investigation of this event and is currently in use at the user facility. The investigation consisted of a review of the information reported to procept, plus a review of the event log files, device history record (DHR), and labeling. A review of the device history record (DHR) ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bladder perforation after a discussion with the treating surgeon about the aquablation procedure and takeback surgery and a review of the treatment log files images, the surgeon confirmed that the bladder perforation was not caused by the aquablation procedure. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.